Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to partial pocket erosion. The icm was explanted and new icm was implanted. The icm has been returned to bsc. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.